Event description:
On (B)(6) 2011, this (B)(6) male underwent a total right hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. On (B)(6) 2012, stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the pts with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. (B)(6) 2013, the pt became symptomatic with his hip and went to see dr (B)(6). He had needle aspiration and was positive for chromium and cobalt. On (B)(6) 2013, pt underwent revision of the right hip and had the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done. Another stryker device was implanted.